Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected and premature depletion was suspected. The device was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data up to eri timestamp. The calculations revealed that the battery was depleted prematurely. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected. No high current drain sources were revealed throughout bench and stress testing. The battery was analyzed by its manufacturer. The analysis of the battery showed that the cause of the depletion was an internal anomaly in the cell.